Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was very tired and not feeling well. The patient had a pump refill a couple of weeks ago and everything was "fine' at that time. The patient started to hear a pump alarm on (B) (6) 2010. Telemetry confirmed that a critical alarm occurred. The hcp stated that the pump showed a low battery reset on (B) (6) 2010. The pump went into a safe state reset. The status on the patient's pump showed that the pump was in minimum rate mode, but when they went to the infusion mode screen, the simple continuous mode was visible and no daily dose was programmed. The pump was replaced. The medications being delivered via the device system were morphine sulfate, baclofen and fentanyl. Additional information has been requested, a follow-up report will be sent if additional info becomes available.